Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code of malf 16. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.